Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro catheter that was labeled as df but when it was taken out of the box, it was an fj catheter. The catheter was replaced, the issue was resolved. Device evaluation details: the device was returned to johnson & johnson medtech for evaluation. Following johnson & johnson medtech procedures, conducted a visual inspection and functionality test of the returned device. Visual analysis revealed that the engraving on the handle of the device indicates an fj curvature; however, according to the information provided the box indicates and df curvature. The device was connected to the carto 3 system and it was recognized by the system as a qdot micro(tm) catheter, df. Also, a deflection test was performed and it was noted that the curvature is a df. A manufacturing record evaluation was performed for the finished device, and no internal actions related to the reported complaint were identified. The issue reported by the customer was confirmed during the product investigation since the engraving on the handle of the device is wrong, the root cause of the wrong engraving is related to the manufacturing process. This product issue will be addressed through johnson & johnson medtech quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On (B)(6) 2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro catheter that was labeled as df but when it was taken out of the box, it was an fj catheter. The catheter was replaced, the issue was resolved.